Event description:
The following has been reported: during provisioning pump problem alarm on startup. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Excess adhesive attaching the o-ring to the manifold is believed to have kept the o-ring from properly filling out its gland and forming a proper seal. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.